Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was rejecting the new batteries, the battery cap was more difficult to remove and replace, and buttons on the pump were more difficult to press. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Unit received with missing battery cap damage. All buttons function properly. Unit passed active current measurement, sleep current measurement test and self-test. No failed battery test noted during testing. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range but had an unexpected drop at the end of the graph. No alarms or alerts noted during testing, however, no failed batt test alert found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, keypad overlay peeling, cracked case, battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, scratched case, corroded battery tube and battery cap contact missing. Failed battery test and unresponsive keypad were not confirmed. Battery cap damage confirmed due to missing battery cap contact. Exposed to moisture confirmed at the battery tube, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.